Event description:
It was reported to boston scientific corporation that an autotome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the autotome rx sphincterotome was inserted down the endoscope and positioned at the papilla. The device was bowed and electrically activated to perform the sphincterotomy. However, during the sphincterotomy, the device failed to bow. Under endoscopic visualization, it was discovered that the cut wire had separated from the distal tip. The cut wire did not completely detach from the device as it remained affixed at the proximal end. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the autotome rx sphincterotome was inserted down the endoscope and positioned at the papilla. The device was bowed and electrically activated to perform the sphincterotomy. However, during the sphincterotomy, the device failed to bow. Under endoscopic visualization, it was discovered that the cut wire had separated from the distal tip. The cut wire did not completely detach from the device as it remained affixed at the proximal end. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the working length was twisted/bent and the extrusion at the distal pierce hole was melted/split. In addition, the blue paint band at the distal tip was chipped/peeled. The melted extrusion, created a tear measuring approximately 7mm proximally from the distal pierce hole. This tear allowed the cut wire with the attached anchor to separate from the distal pierce hole. Though, the cut wire with attached anchor separated from the distal pierce hole, it remained attached at the proximal pierce hole. The condition of the returned incident device was consistent with the complaint that cut wire had separated from the distal tip. During manufacturing, tome devices are 100% inspected for working length and cut wire integrity so the separated cut wire with anchor, is likely due to procedural factors. Therefore, the most probable root cause is operational context. The device history record review found the device met all manufacturing specifications.